Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The product was not returned, therefore the condition of the components is unknown. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The complaint is considered confirmed as the returned tasp is fractured. The likely condition of the part when it left zb control is considered conforming based on the manufacturing review and returned product. This device is used for treatment. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. As this was not an intra-operative event, a review of op-notes, patient history, device use compatibility, and surgical technique is not applicable. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
The following sections could not be completed with the limited information provided.

Event description:
It was reported two tibial articular surface provisionals fractured during use.